Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unexpected battery loss. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. Troubleshooting did not resolve the issue. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.